Event description:
Additional information received from a manufacturer representative. It was reported that they were notified on (B)(6) 2015. He did not know if there was more than one stall that occurred. He was not aware of any diagnostics that were done prior to shutting the pump off. The cause of the motor stall was unknown. He did not think that the pump had been replaced as of (B)(6) 2016. The patient was not sure if they were going to replace the pump at all because of their bad health, so the pump was stopped. No additional information related to the event was reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (25 mcg/ml), clonidine (444 mcg/ml), and bupivacaine (5 mg/ml) via an implantable infusion pump. The lot numbers were unknown. The hcp did not remember the specific doses, but reportedly they were low, "almost micro dosing." The indication for use was noted as non-malignant pain and chronic low back pain. The patient reportedly heard the pump alarming on (B)(6) 2015 and called the hcp. At some point, the hcp interrogated the pump and a motor stall had occurred. The first stall reportedly occurred on (B)(6) 2015, although this is conflicting with when the patient first heard the pump alarming. The hcp updated the pump to try to get the motor stall to recover and he silenced the alarm. The motor stall did not recover. The patient had some agitation; however, per the hcp, it did not seem any different than his normal agitation. The hcp did not feel that the patient was having withdrawal issues. However, it was later reported by a company representative that the patient presented with a lot of withdrawal symptoms. Then later it was again reported that the hcp did not believe the patient was in withdrawal. The patient was just sick and in poor health. The pump was reportedly alarming again and the company representative was asked by the hcp to program the pump off. It was not confirmed why the second alarm was occurring. The hcp was not going to replace the pump, due to the patient's declined health condition. The pump was authorized to be turned off. Additional information was requested regarding the number of motor stalls, dates, diagnostics, cause, and a resolution. Should additional information become available, a follow-up will be submitted.